Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 101, 35, and 46 mg/dl within10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clincally significant.there was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Control solution testing was attempted, but meter did not provide a result.